Event description:
A femoral head was exchanged for unconfirmed infection. Original implant date 12:00:00 am. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).